Event description:
The complainant has reported that a male pt with 17 yr history of peptic stricture and reflux underwent a therapeutic procedure for placement of a polyflex esophageal stent in 2006. The following year, the stent was noted to have migrated upward to the mid-esophagus. The stent was removed without issue or consequence to the pt. Subsequent to the stent removal, the clinician performed a balloon dilatation (unk manufacturer) of the stricture. A perforation of the esophagus was identified. The pt was admitted to the hospital. The pt expired the next day at 9:20 pm. Cause of death is unk. An autopsy was not performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, we are not able to determine the relationship between this device and the cause for this event.